Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
(B)(4) received information that following inadequate shock therapy due to sinus tacycardia, this device noted an error message for low shock impedance measurements. Insulation damage of the right ventricular (rv) lead was suspected. As a result, the device was deactivated and the patient was hospitalized until a revision procedure could be scheduled. The device was explanted and the rv lead was surgically abandoned. No insulation damage was visible during the revision. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead fault was recorded on (B)(6) 2016 after a 21 joule shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 21 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.